Event description:
A patient reported blood glucose reuslts of 190 mg/dl with a lifescan meter and 154 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Patient re-tested and obtained readings of 275 mg/dl with the reported meter and 198 mg/dl with a laboratory device (venous sample was used on the fastake test strip). Meter was replaced.